Event description:
It was reported that patient had high impedance observed. Patient was referred for a possible full revision. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received.